Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, off no power anomaly, button error, failed battery test and frozen screen from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated with a manual injection. The customer had symptoms such as thirstiness and abdominal pain. The customer stated that she rewound her pump and there was a frozen screen on the reservoir menu. The customer also stated that she had a bad battery and power off anomaly. The customer stated that the she did get responses from the buttons. The customer was advised to remove the battery for 5 minutes and then reinsert a new battery. The customer stated that the pump did not alarm after battery insertion. The customer stated all the buttons are responding. The customer was advised to monitor the pump and call back if issues persist.